Event description:
It was reported by service report that the retaining post that secures the cot in the ambulance was broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.